Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2012 (at 5:15pm) she obtained a blood glucose reading of "71mg/dl" with the subject meter. The patient's testing frequency is not specified and it is not known if the patient suffers from other health conditions. According to the csr's documentation, the patient manages her diabetes with an unspecified set dose of insulin (type not clear); however, in response to the reported reading, the patient indicated she consumed more food/drink (time not specified). Per csr notes as a result of the alleged meter issue, the patient reportedly developed symptoms of "cold and clammy" at an unclear time later. Subsequently after the alleged inaccurate high reading occurred, the emergency medical services (ems) was contacted; it is not known who contacted ems and it is not specified if the patient tested with the subject meter after the onset of her reported symptoms. According to the csr's documentation, 20 minutes after the alleged meter issue occurred, the patient obtained a reading of "16mg/dl" with the ems's meter, it is not known if the patient obtained a reading with the subject meter at the same time. The patient was soon after transported to the emergency room(ER) where she later was administered a glucose injection by a health care professional (hcp). During the patient's time in the ER, it is not known if the patient obtained a blood glucose reading with the ER's meter, it is not specified when the patient was released from the ER, and the patient's medical diagnosis prior to her release is not known. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. The retain test strips were tested and also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.